Manufacturer narrative:
Follow-up information from 18-apr-2016: quality-safety evaluation of ptc. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this is a non-medically confirmed spontaneous case report under litigation. It refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal and pelvic pain. Essure inserts and fallopian tubes were removed 2-3 months after their insertion. These events are serious due to their medical importance and listed in the reference safety information for essure. Considering that essure therapy may cause abdominal, that in this case, the pain started in close association with essure insertion and that there is no alternative explanation, the causal relationship with essure inserts cannot be excluded. This case is regarded as incident since a device removal was required. Based on the available information no product quality defect was confirmed. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on (B)(6) 2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. Consumer reported two weeks following severe abdominal, pelvic and back pain. Essure implant and fallopian tubes were removed in (B)(6) 2015. Company causality comment: this is a non-medically confirmed spontaneous case report under litigation. It refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal and pelvic pain. Essure inserts and fallopian tubes were removed 2-3 months after their insertion. These events are serious due to their medical importance and listed in the reference safety information for essure. Considering that essure therapy may cause abdominal, that in this case, the pain started in close association with essure insertion and that there is no alternative explanation, the causal relationship with essure inserts cannot be excluded. This case is regarded as incident since a device removal was required. A product technical complaint analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('a portion of coil was identified and removed in its entirety. The remaining inner portion of the essure device was identified then'), device dislocation ('the coils or parts of the essure device were not visualized'), abdominal pain ('severe abdominal pain') and salpingitis ('fallopian tube tissue with mild chronic active salpingitis'). In an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included: chronic salpingitis, dyspareunia, pelvic pain female and pelvic adhesions. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and back pain ("back pain"). The patient was treated with surgery (diagnostic hysteroscopy, diagnostic laparoscopy, laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, abdominal pain, salpingitis, pelvic pain and back pain outcome was unknown. The reporter considered abdominal pain, back pain, device breakage, device dislocation, pelvic pain and salpingitis to be related to essure. The reporter commented: discrepancy noted, in date of removal: (B)(6) 2015 (as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on (B)(6) 2015, 1. Fallopian tube tissue with mild chronic active salpingitis. 2. Foreign body. Quality safety evaluation of ptc: quality safety evaluation: for cases where a device failure, during insertion is reported. We conduct an investigation of any returned device. For cases, where an insert is removed at a later time after insertion. We typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm, any quality defect or device malfunction at this time. There was no event reported, which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2021, mr received: events: a portion of coil was identified and removed in its entirety. The remaining inner portion of the essure device was identified then. And the coils or parts of the essure device were not visualized. Fallopian tube tissue with mild chronic active salpingitis were added, medical history, lab data reporter information were added. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a portion of coil was identified and removed in its entirety. The remaining inner portion of the essure device was identified then.'), device dislocation ('the coils or parts of the essure device were not visualized'), abdominal pain ('severe abdominal pain') and salpingitis ('fallopian tube tissue with mild chronic active salpingitis') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic salpingitis, dyspareunia, pelvic pain female and pelvic adhesions. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and back pain ("back pain"). The patient was treated with surgery (diagnostic hysteroscopy,diagnostic laparoscopy,laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, abdominal pain, salpingitis, pelvic pain and back pain outcome was unknown. The reporter considered abdominal pain, back pain, device breakage, device dislocation, pelvic pain and salpingitis to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2015 (as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2015: 1. Fallopian tube tissue with mild chronic active salpingitis. 2. Foreign body. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.